Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was 220 mg/dl. The customer administered a manual insulin correction. The customer wiped off the pump's vents. Reportedly, there was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.